Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The baseline gender/age of the patients represented in the article is male/(B)(6). The date of death is purely an estimate, as there is no indication of specific serial number/patient information. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: prognostic value of left ventricular reverse remodeling and performance improvement after cardiac resynchronization therapy: a prospective study. International journal of cardiology. 2016;204:6-11. (B)(4).

Event description:
A journal article was reviewed which contained information regarding cardiac resynchronization therapy (crt) systems. Multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique device/manufacturer serial numbers. The article indicated that there were patient deaths identified. Of note, there is no allegation/relatedness between the system and the patients' deaths. The status of the system is unknown. Further follow up did not yet yield any additional information and any additional information pertaining to the cause of death has been requested and not yet received.